Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 30) occurred with multiple cartridges during basal delivery. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 100 mg/dl.